Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic of the lens got twisted in the preloaded device and was torn off. The lens was removed from the patient and replaced to complete the case. There was no patient impact. The company representative stated it was user error.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
New information received from the customer stating the incision was enlarged during the initial procedure in a female patient.

Manufacturer narrative:
The device and the lens were returned separately. The carton was returned flattened. The device was returned in a biohazard bag and the intraocular lens (iol) was returned submerged in clear liquid inside a small tube. The lens was removed from the tube and allowed to air dry prior to evaluation. One haptic is broken in the gusset area. The other haptic is broken in the haptic/optic junction extending into the optic material. The broken haptics were not returned. The optic has small split/cracked areas near one broken haptic. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip is bent to the side and smashed flat. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company aspheric intraocular lens with company preloaded delivery system dfu, only qualified company viscoelastics ¿ must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the company aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The lens was returned outside the device. Broken haptic damage was observed. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).